Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 1150mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the manufacturer representative was looking at the patient's logs and read the following: on (B)(6) 2018 motor stall occurred at 21:34, on (B)(6) 2019 motor stall recovery, on (B)(6) 2019 motor stall occurred, on (B)(6) 2019 motor stall occurred, on (B)(6) 2019 motor stall occurred, on (B)(6) 2019 motor stall occurred, on (B)(6) 2019 motor stall occurred, on (B)(6) 2019 stopped pump period may exceed tube set. The patient did not recently have an MRI. It was confirmed that there were no electromagnetic interference (emi) sources present. They did not plan to explant the pump at this time. It was confirmed they were programming the pump off on (B)(6) 2019. No symptoms were reported. There were no further complications reported at this time.